Event description:
It is reported that the helical blade was not gliding and therefore cut out of the head neck of left femur. The device was explanted on (B)(6) 2013. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown original implant date. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.